Event description:
It was reported that the patient does not have pain relief from the spinal cord stimulation (scs) device. The patient underwent a full device explant and the explanted devices will not be returned.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7140375, UDI: (B)(4).